Event description:
Had an in dwelling right sided chest port. Chest x-ray in 2004 showed the port catheter had fractured a fragment in the left long. Underwent fluroscopically guided peurtaneous transversous retrieval.